Event description:
Patient was transferred onto osi bed. All appropriate locks were in place and the bed was noted to be functioning properly (nothing to indicate that there was a problem with the bed, ie error message). The rotation safety lock and the 180 degree rotation lock inidcator lights were on. Crna noted that the bed was not level and hit the right tilt button to change the beds positioning. The bed rapidly tilted 45 degrees and the patient fell onto the floor. The bed was evaluated by our biomed department and they were able to recreate the same event.